Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tearing occurred during anastomosis of two arteries ( ima and the deep inferior epigastric artery (diea)), while using a new coupler system and 2.5mm coupler ring. It was reported that during the diep flap procedure, the first artery (ima) was coupled successfully whilst the second artery (diea) began tearing when everting. The surgeon had to use an alternative to the coupling system. The patient outcome was not reported. No additional information is available.